Event description:
It was reported that a lesion at 90% stenosis and calcification at the right internal carotid artery (ica) c2 segment was pre-dilated by angiopalsty. Then a first stent was implanted. The operator prepared to implement another stent (subject device) proximal to the first one. However when the second stent passed the tail of the first stent, the second stent could not be advanced. After several failed attempts, the second stent was withdrawn from the patient's body. The operator noticed that the tip of the second stent was deployed. According to the physician, the stent partially deployed because the stent was not long enough. There was no clinical consequences to the patient.

Event description:
It was reported that a lesion at 90% stenosis and calcification at the right internal carotid artery (ica) c2 segment was pre-dilated by angiopalsty. Then a first stent was implanted. The operator prepared to implement another stent (subject device) proximal to the first one. However when the second stent passed the tail of the first stent, the second stent could not be advanced. After several failed attempts, the second stent was withdrawn from the patient's body. The operator noticed that the tip of the second stent was deployed. According to the physician, the stent partially deployed because the stent was not long enough. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned in its deployed state with no anomalies noted. Visual examination of the returned device revealed that the delivery catheter was slightly deformed from 16cm to 19cm from the distal end. During functional testing, the delivery catheter was flushed without difficulty. The stabilizer moved freely within the delivery catheter. The distal taper tip was cut from the stabilizer and the stabilizer was removed from the catheter. The stabilizer was kinked at 39cm from the proximal end. As per the additional information, the wingspan was confirmed to be in good condition after unpacking and preparation and it was prepared as per the dfu. There was 90% stenosis and calcification at the target lesion. The returned stent was fully deployed, this was probably fully deployed after removal from the patient. The damage noted to the returned device is consistent with the as reported event. It is probable that there were procedural and anatomical factors present during the clinical procedure causing the as reported event. Therefore, an assignable cause of procedural factors has been assigned to this investigation.